Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 400 mg/dl, which the customer stated she had already treated. She stated that she had had high blood glucose prior to the infusion set change but that it was also time for the set change. Upon troubleshooting, she was able to perform a fixed prime successfully. She was unable to remove the infusion set at the time of the call; explained that the alarm may have been caused by a site related issue. Advised a complete infusion set change, but she stated that she did not have any extra infusion sets with her. Nothing further reported.